Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with no damage observed on the pump. Visual inspection and simulated use revealed that the reported issue of error code 1874 was able to be duplicated. Power up of the pump displayed lec 1871. Simulated use was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that the event occurred, several 1871 alarm are recorded. 1871 error is a motor-timeout2 issue. Pump was opened, and motor tested normal. Inspection found a broken wire connection on the optical switch. Replace or repair optical switch as needed to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1871. There was no patient involvement.